Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. The customer reported that a new control needle valve is going to be ordered for this case. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported when they try to put setting on the unit they have to turn the map knob down farther issue on the 3100 a ventilator. The customer reported that there was no patient involvement associated with the reported event.